Event description:
User received discrepant external proficiency survey results for multiple assays on one survey sample. Samples were initially tested in 2009, and again the next day, using two different analyzers, same methodology designated as 'a' and 'b'. The results from analyzer 'a' believed to be correct. The following data was provided. No patient samples results affected. No patients adversely affected.

Manufacturer narrative:
The field service representative was unable to determine a cause, but noted he found extra wash cycles missing on this analyzer, not matching the other i400 plus analyzer on site. He inspected sample probes and syringe seals, checked fluidic system, and added extra wash cycles to match other i400 plus analyzer. Ran check test to verify pipette and workstation accuracy check, which were within specification. Customer ran samples in duplicate between both i400 plus analyzers.